Event description:
Patient in or undergoing laparoscopic cholecystectomy; when clips fired, tips crossed and did not hold; defective clips removed by surgeon; patient did well postoperatively and was discharged later the same day.